Manufacturer narrative:
Patient has residual pain behind the patella. The surgeon did not resurface the patella during the primary procedure. A revision surgery is planned to perform patella resurfacing and the surgeon plans to exchange the poly inserts during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient has residual pain behind the patella. The surgeon did not resurface the patella during the primary procedure. A revision surgery is planned to perform patella resurfacing and the surgeon plans to exchange the poly inserts during the procedure.